Event description:
It was reported that the right ventricular lead failed. Further information regarding the type of failure was unable to be obtained. The lead was initially capped and replaced and has since been explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the distal portion of the lead was returned, analyzed and the defibrillation conductor was distorted, the distal conductor was stretched, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, there was a outer tubing environmental stress crack (esc) breach/breach (non-electrical) and the lead was stretched.